Manufacturer narrative:
On (B)(6) 2020: as per correct coding, breast cyst was removed from patient code, and replaced with anisomastia. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a mentor memorygel 375cc silicone prosthesis experienced right sided rupture, and bilateral breast cyst, post procedure. The patient noticed a little ball in one of her breasts. The doctor examined her and performed an ultrasound and mammogram on (B)(6) 2020; the doctor. Confirmed that her implants are causing her to have complications and the findings were that a little bag was forming in her breast, possibly leaking. Patient noticed in one implant (right) but the ultrasound findings that were discussed by the doctor were addressing the both prostheses. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.